Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information was reported via a manufacturer representative from a patient which was that the thoracic leads were fractured. It is unknown when the event occurred. All impedances were greater than 10,000 ohms and the leads would not function. The patient did not recall there being any environmental or external circumstances that led to this device issue. In the operating room, impedance tests were run and they tried to confirm lead function with a trialing cable, but both did not work. Both leads were replaced which resolved the issue.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, lot# unknown, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Evaluation determined that all conductors were broken 21.7 cm from distal end at the injex anchor site on the lead (B)(4). All conductors broken 22 cm from the distal end of the lead (B)(4).

Event description:
Information was received from a family member of a patient and that patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported "it" isn't working right. Two days prior to the report, the patient turned on the stimulation and nothing happened and he didn't feel anything. He went up really high (he doesn't recall what number he went up to). The patient also adjusted his pulse width and rate along with amplitude, but never has had to be this high with the setting. He did all of the normal self-check in his patient programmer (replacing (B)(6) batteries, etc). The patient tried again on the day of the report and the stimulation seemed to work a little bit and he increased it up to 7.0 volts and it normally isn't at that high of a level. He is normally around 4.0 - 4.30 volts when he uses the stimulation. The patient was standing there and his fingers started shaking and tingling the day of the report. When he stands up and puts his arm above his shoulder, he can feel the stimulation in his fingers. When the patient sits down he can feel it, but when he stands up he can't.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on 2017-nov-01. In 2016 their system was working great, but then at the end of 2016 the patient had their leads replaced because of open circuits. No further complications were reported/are anticipated.